Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5 reference MFR report: 1627487-2018-06236, 3006705815-2018-01576, 3006705815-2018-01577 & 1627487-2018-06238 it was reported the patient had her scs system explanted in (B)(6) 2018 due to an infection. No company representative was present or notified of the event, the location of the infection was undetermined. The patient was re-implanted with a new scs system on (B)(6) 2018 indicating the infection had resolved.